Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that customer was vomiting and frequent urination. Caller stated that customer has been high for a couple of days. Customer used manual injections, but the blood glucose levels would rise again. Hospital treated with IV fluids and IV drip. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.